Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator had "vent inop 00001" and "technical fault 00007" alarms. The ventilator then turned off by itself. The patient was placed on another ventilator, and no harm was reported. The reporting hospital is unable to provide patient demographics.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator had "vent inop 00001" and "vent inop 00007" alarms. The patient was placed on another ventilator, and no harm was reported. The reporting hospital is unable to provide patient demographics.